Event description:
It was reported, the subject device had an issue where they were unable to change the flow rate. The intended unspecified procedure was completed using the same set of equipment. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had an issue where they were unable to change the flow rate. The intended unspecified procedure was completed using the same set of equipment. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunction: component failure olympus will continue to monitor field performance for this device.